Event description:
It was reported that the pump experienced error code 105. It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. Unit rec'd inoperable per reported symptom of "se 105" caused by a failed I/o pcb due to corrosion caused by fluid intrusion. Internal inspection found corrosion on the I/o pcb, processor pcb, back flex, motor flex, lower auxiliary flex, upstream sensor flex, keypad flex, and the lcd. The device was removed from service.